Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported failure to advance, separation, device embedded in tissue or plaque and unexpected medical intervention appear to be related to operational context. Additionally, a conclusive cause for the reported patient effect of embolism, and the relationship to the product, if any, cannot be determined. The reported patient effect of embolism is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use as a known patient effect. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The still image provided did confirm that the 3.0x12 mm trek balloon was in fact pancaked against the wall of the lad, via the onyx stent deployment, as the balloon markers are visible despite an extremely grainy image. The balloon markers are part of the delivery system catheter which indicated that the catheter was separated proximal to the balloon which is why the markers are visible. The report indicates that the delivery system was discarded and therefore will not be sent to abbott for root cause analysis. The cine was requested and until that cine imaging is reviewed it is difficult pinpoint a probable cause for the event other than possible aggressive use of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of the procedure estimated to (B)(6) 2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a bifurcation in the lad and diagonal. Initially, a 3x12 trek balloon was use with another balloon using the kissing balloon technique without issue. Then another 3x12mm trek balloon was attempted to be advanced to the target lesion; however, the balloon met with resistance. The balloon was pushed and pulled back and forth in an effort to cross the lesion; however, the balloon snapped off embolizing in the apex of the distal lad. An attempt was made to snare the balloon with a guide liner and a 2mm balloon; however, the 2mm balloon and guide liner did not advance. Therefore, a non-abbott stent was advanced to embed the balloon. There was no adverse patient sequela. No additional information was provided.